Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist sleeve of a minicap extended life pd transfer set ¿detached from the tubing (silicone) and leak occurred at that location¿. This occurred during use on a patient for peritoneal dialysis (pd) therapy. As a result, the patient¿s transfer set was changed. There was no patient injury or medical intervention associated with this event. No additional information is available.